Event description:
It was reported the patient fell on (B)(6) 2014 and since then they feel stimulation in their knees instead of in their back. The patient¿s health care provider (hcp) noted that it was confirmed the cause of the event was the fall. The patient was reprogrammed and recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 8590vwa, lot# 7497822, implanted: (B)(6) 2010, product type: accessory; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 8590vwa, lot# 10642366, implanted: (B)(6) 2010, product type: accessory; product ID 37752, serial# (B)(4), product type: recharger; product ID 37092, lot# 236730002, implanted: (B)(6) 2010, product type: accessory. (B)(4).